Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery before and after a set and reservoir change. The customer's blood glucose reading was above 400 mg/dl at the time of incident. . The customer tried with another reservoir and insulin exited the tubing. Troubleshooting found that this resolved the issue. Customer could not troubleshoot further because was driving. No further details provided.